Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery. Additionally, it was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 125 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.